Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neuro coordinator reported that the a3059 mayfield composite series skull clamp slipped. The date of event was unknown. He stated that the patient had a "very thin skull almost wafer like and they did not put hardly any pressure on the clamp, approximately 40 pounds (lbs)". The customer thought that lack of pressure had caused the slip. An alleged injury was also present. There was surgery delay but time was not specified. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review cannot be performed as the lot number was not provided. Failure analysis cannot be performed due to unavailability of the product. Therefore, the complaint is not confirmed. The root cause analysis cannot be performed.

Event description:
N/a.